Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and was unable to confirm the reported issue. Fss preventively replaced network adapter(2) and ethernet cable. Fss also performed the field service checklist on the unit and the system was found to meet all abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that the system suddenly froze during prime/tune. The customer rebooted system and the issue was resolved. There was no patient involvement reported and no patient treatments delayed or cancelled.